Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2014) is considered to be the best estimate. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralex st mesh. Per operative notes, ¿an incision was made over the hernia contents. The hernia sac was noted to be marked inflamed. The hernia sac was dissected out. A large ventralex st mesh was placed in the intraperitoneal position and tacked it using sutures.¿ on (B)(6) 2014 ¿ patient was diagnosed with recurrent ventral hernia, adhesion, thereby underwent open repair with implant of synthetic mesh and explant of ventralex st mesh. Per operative notes, ¿a midline incision was made through old incision site. The hernia sac, which included old mesh. There were dense adhesions which were taken down sharply. Old mesh was completely excised from abdomen. A synthetic mesh was placed into the retrorectus position and tacked it using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.